Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the control knob of the evis lucera elite gastrointestinal videoscope was damaged. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to the defects found during evaluation

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: forceps elevator knob has a crack; nozzle had foreign objects; due to wear of zoom lever, water tightness is lost; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber had a white-clouded area; due to clogging of nozzle, water removal ability does not meet the standard value; paint on suction cylinder is peeled; switch3 has a wear, switch4 has a wear; adhesives around objective lens has white-clouded area; adhesives around light guide lens has white-clouded area; plastic distal end cover has a scratch; connecting tube has a scratch; and connecting tube has a wrinkle; grip has a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.